Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level over 700 mg/dl suspected cause was not known; no issues were observed with the cartridge, infusion tubing or cannula. Customer delivered correction boluses to address bg/dka. Customer was treated with intravenous insulin. Customer was discharged from the hospital on (B)(6) 2018 with no permanent damage. At the time of the report, customer declined to perform a pump system check.